Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet was not working properly after a supply change, with repeated alerts to change the tubing, persistent hyperglycemia over 400 mg/dl, a glucometer reading ¿high,¿ use of a teflon infusion site, a full cartridge, confirmation of priming to drops, and a cannula that was not bent; troubleshooting was completed with guidance to change supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information about a specific device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.